Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that what appears to be external noise was noted on the electrograms (egm). Oversensing was also noted on the ra lead. The lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.